Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). It was mentioned that the device was "already out". A surgical procedure was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced urethral erosion due to long term use leading to the surgical procedure. The patient was said to be fine after the surgery. No more information available at the moment. Should additional information become available, it will be provided.